Event description:
It was reported that "the cover is cracked." There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. One device was received. A visual test was performed found that damaged dso seal, damaged battery compartment. To resolve this issue the dso seal, battery compartment will be replaced. The motor in the device has more than 12 million revolutions. The motor will be replaced. Functional test was performed. Reported problem was duplicated. The cause was a damaged battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to replace the dso seal, battery compartment, motor.